Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose and cut the tubing of the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was provided during follow-up by the dialysis unit supervisor and the biomed. The reported issue occurred approximately 5 minutes after treatment initiation. The 2008t machine provided an air detector alarm. Upon investigating the alarm air was observed entering the circuit and a blood leak was identified that originated from a splice in the blood pump tubing segment of the streamline (non-fresenius) bloodlines. There was no serious injury or required medical intervention reported. The patient's estimated blood loss (ebl) was not provided. The patient's treatment was restarted and completed on a different machine with new supplies. The biomed stated the machine has approximately 30,000 operating hours. The rotor is not the original part on the machine. The rotor was replaced to resolve the reported issue. The machine has been returned to service. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the blood pump rotor tubing guide roller on a 2008t machine came loose and cut the tubing of the bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. Additional information was provided during follow-up by the dialysis unit supervisor and the biomed. The reported issue occurred approximately 5 minutes after treatment initiation. The 2008t machine provided an air detector alarm. Upon investigating the alarm air was observed entering the circuit and a blood leak was identified that originated from a splice in the blood pump tubing segment of the streamline (non-fresenius) bloodlines. There was no serious injury or required medical intervention reported. The patient's estimated blood loss (ebl) was not provided. The patient's treatment was restarted and completed on a different machine with new supplies. The biomed stated the machine has approximately 30,000 operating hours. The rotor is not the original part on the machine. The rotor was replaced to resolve the reported issue. The machine has been returned to service. The sample is available to be returned to the manufacturer for physical evaluation.